Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, approximately 4 years and 3 months post implant of a sapien 3 valve in aortic position by transfemoral approach, the valve was degenerated and replaced with a non-edwards thv valve (valve-in-valve procedure). The patient was discharged in good condition. As per medical opinion, the root cause of the degeneration was early degeneration, calcification of neo-lc (left cusp) visible in CT and toe (transoesophageal echocardiogram).

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variablity and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and structural valve degeneration - calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, complaint was unable to be confirmed due to device imagery/medical record unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 3 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (diabetes). Since no edwards defect was identified, no corrective or preventative actions nor product risk assessment (pra) are required per. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.